Event description:
It was reported that the patient went through an enclosed airport security scanner on (B)(6) 2013, and since that time, the patient had been feeling more pain; like they were getting less drug. The patient was unsure if it was a full body scanner, but noted that the pump was not alarming. The patient requested to have someone check to determine if the pump got turned off. The patient was referred to their health care provider (hcp). The pump system was being used to deliver dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8 590-1, lot# n318071, implanted: (B)(6) 2012, product type accessory; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).